Event description:
Boston scientific received info that this right ventricular lead dislodged. The pocket was reopened and this lead was explanted. A new lead was successfully implanted. No adverse pt effects were reported.